Event description:
On (B)(6), the user contacted dario to report a high blood glucose (bg) reading. The user reported that while at a routine doctor's visit, she received a high bg reading of 308 mg/dl from her dario meter compared to a reading of 242 mg/dl one minute later, from the doctor's bg meter.

Manufacturer narrative:
While troubleshooting on the phone with dario's representative, the user was instructed to open and test her bg with a new cartridge of strips. The user reported receiving a bg reading of 273 mg/dl from her dario meter, reporting that this reading is still high for her. A replacement of dario's strips and control solution was sent to the user to further investigate this issue. After the above was received, the user called dario and reported that she received the control solution and the strips, but did not receive a replacement meter. Dario's representative told the user that a replacement meter was not sent and proceeded to explain to the user how to test using the control solution. The user said thank you and hung up the phone. There is not enough information available to further investigate this case. Therefore, no resolution is available.